Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection after undergoing surgery for an aortic valve replacement where a full sternotomy was required. The s-ICD system was explanted. No additional adverse patient effects were reported.